Manufacturer narrative:
Unit had no button response due to flattened dome switch on act button(creased). Unable to test the operating currents, low batt alarm, off no power alarm, excessive no delivery alarm and low reservoir alarm due to no button response. Unit had a scratched display window and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly and no delivery alarm. The blood glucose at the time of the incident was 144 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.